Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead had an insulation breech. Md repaired lead with lead repair kit. This rv lead remains in service. No additional adverse patient effects were reported.